Event description:
It was reported that during hemodialysis therapy with a polyflux 14l, it was observed that the "connection of the equipment was unstable and the output power was abnormal". Further described as "suspected that there is a foreign object blocking". The device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Based on the product lot number reported, the device in use was approximately five (5) years past the expiration date; therefore, no product warranty or investigation is applicable as the product was beyond it's expected life. Should additional relevant information become available, a supplemental report will be submitted.